Event description:
It was reported the pt has not received effective stimulation in the painful areas since a previous back surgery. Reprogramming was attempted to no avail. Impedances were normal. The pt was referred to his physician. Follow-up identified the pt has other back issues of which will be addressed with surgery. The scs system may possibly be removed at that time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.